Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: pli10 - the full lead was returned and analyzed with no anomalies found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged. The lead was removed and a new lead was implanted. It was further reported that the right ventricular (rv) lead has increasing and high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.